Event description:
During device replacement, the set screw could not be tightened in the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of stripped setscrew was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of header and connectors revealed the right atrial setscrew was missing. Device history record indicated all manufacturing and inspections passed prior to device distribution. The set screw anomaly could not be confirmed. Further functional testing performed after installing new setscrew was found be within normal range of operation.